Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) status in (B)(6) 2017, and has been deactivated since that time. The device recently alerted due to a charge circuit timeout. The ICD remains implanted. No patient complications have been reported as a result of this event.